Event description:
In this case, it was reported that the valve was implanted then explanted during the same surgery due to perivalvular leak. The surgeon also indicated that there was no malfunction or deficiency related to the explanted valve. No other details provided.

Manufacturer narrative:
Device not returned. Valve explants at implant are typically a result of inappropriate sizing, distortion of the valve during implantation and/or the patient's anatomy, and not a malfunction of the device. In this case, the patient experienced perivalvular leak post implant; therefore, the valve was removed. Requests have been made to obtain a copy of the operative report and the sample device; however, no additional information or device have been returned. Although the root cause of this event cannot be conclusively determined, the surgeon has confirmed that there was no malfunction of the edwards valve.